Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis confirmed this device was in fall back safety mode. Analysis determined this was due to a memory data corruption for the issue could not be determined.

Event description:
Boston scientific received information that during the implant procedure, prior to pocket closure, interrogation of this device revealed an error message indicating this device was in fallback mode. The device was not implanted and returned for analysis. No adverse patient effects were reported.